Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-21159, 1627487-2020-21161, 1627487-2020-21204, 3006705815-2020-02055, 3006705815-2020-02057, 1627487-2020-21205, 1627487-2020-21206. It was reported that the patient had an infection. In turn, the patient underwent surgical intervention on unknown date where in both systems were explanted.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.